Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the goal was plano; however, got -0.7. The patient was having problems with glare, halos, and shadows. The lens was replaced with a model za9003 lens. There was no incision enlargement, no patient injury, and no sutures required. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learned that the event involved the left eye of a female patient. Gender/sex: female. Device available for evaluation ¿ yes, returned to manufacturer on 3/08/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was received cut in two pieces, which could be related to the explant process. Viscoelastic residues was observed and the lens had no surface defects, scratches, chipped edges, stains. The complaint reported was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.